Event description:
During cardiopulmonary bypass surgery, the sternal saw was observed to be noisier than expected, and exhibited wobble in the shaft connection. There were no reports of adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.